Event description:
It was reported that the device's biphasic pcb assembly started making crackling and popping sounds as the performance inspection procedure was being performed on the device. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic module pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.